Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the camera was not producing an image. Additionally, part of the cable was found twisted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd 3cmos autoclavable camera head was not displaying an image during a lapacolle procedure. According to the initial reporter, the subject device was replaced with a another-like device and the procedure was completed without any patient harm noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor field performance for this device.